Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. In addition, the device was received with the electrode and ceramic separated from the lower jaw. Electrode and ceramic not returned. The device was connected to the generator and it was recognized. Due to the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaw is broken; part fell into situs, could be removed. No further information is available. Another like device was used to complete the procedure.